Event description:
It was reported that during normal follow-up, premature battery depletion was observed. The estimated battery longevity significantly dropped since last follow-up in (B)(6) 2015. The patient will be monitored closely until eri is reached.

Manufacturer narrative:
(B)(4).